Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. No further information was reported.

Event description:
New information states that no intervention was performed. The patient was in a stable condition.